Manufacturer narrative:
Cook inc. Initially reported event under manufacturer report 3002808486-2018-00766. New information was received identifying that the product was a william cook europe.(B)(4). Name and address for importer site: (B)(4). Non healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on (B)(6) 2018 as follows: patient allegedly received an implant (B)(6) 2016 via the right internal jugular vein due to post deep vein thrombosis. Patient is alleging clot in filter, filter collapsed, and failed removal. Patient further alleges two internal bleeding episodes. Percutaneous retrieval attempt (B)(6) 2016.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - filter thrombus, ivc occlusion, filter collapsed, unable to retrieve, bleeding". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported bleeding is directly related to the filter. Unknown if the reported filter collapsed affects filter capability and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation: h6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. The following allegations have been investigated. Tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Further information has been provided. The patient is alleging tilt, stenosis, and caval thrombosis. The patient further alleges "after I had the ivc filter implanted, I had 2 internal bleeding episodes." Per report from CT (computed tomography) dated 11jul2018: "the apex of the filter is tilted slightly to the right of the axis of the inferior vena cava roughly 3 degrees. The apex is in close approximation to the anterior wall of the inferior vena cava, at least partially attributable to the relatively diminutive inferior vena cava. The apex terminates roughly 1 cm inferior to the inferior margin of the left renal vein and at the level of the inferior margin of the right renal vein. Evaluation of the inferior vena caval wall is difficult due to the lack of distention and lack of intravenous contrast. There is no evidence of perforation. There is no evidence of filter fracture or bending. The distal inferior vena cava is diminutive, measuring roughly 7 x 4 mm."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: complex removal/surgery, depression, anxiety. The reported allegations have been further investigated based on the information provided to date. The additional information regarding complex retrieval does not change the previous investigation results for "unable to retrieve." Unknown if the reported depression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been provided. Patient is alleging complex removal. Patient alleges depression and anxiety. (B)(6) 2023: per successful retrieval report, "an inferior venacavogram was performed demonstrating a patent suprarenal ivc. The infrarenal ivc is chronically occluded". "An ensnare was then used to grasp the hook of the filter. During attempted removal of the filter, the hook of the filter straightened and the snare slipped off of the hook. Endobronchial forceps were then used to grasp the apex of the filter. Multiple unsuccessful attempts were made to advance a over the distal legs of the filter. Loop snare technique was then used to grasp the apex of the filter within extension. A laser sheath was then successfully advanced over the filter and the filter was removed. An inferior venacavogram was then performed demonstrating no evidence of active extravasation or acute vasculature injury". Impression: 1. Successful complex ivc filter retrieval. 2. Chronically occluded infrarenal ivc." "Due to the prolonged ivc filter retrieval, patient has been rescheduled as an outpatient for reconstruction of the ivc and bilateral iliac veins."